Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a closure of peripheral vein(s), specifically the great saphenous vein (gsv), using the venaseal closure system, the blue catheter broke upon removal halfway down the shaft. There was no kink and it occurred while in the patient. It was a clean break, straight across. The device was explanted. Local anesthesia was utilized, and the instructions for use were followed without issue. No resistance was encountered when advancing the device, and there were no abnormalities reported in relation to anatomy. The device was safely removed from the patient, and the vein closure was achieved. The procedure was completed despite the catheter breaking upon removal. No patient complications or injury have been reported as a result of this event.